Event description:
It was reported that during a percutaneous coronary interventional (pci) procedure, a shaft break occurred. The shaft of the 9mm x 4.0mm maverick2 monorail catheter broke "while the physician was pushing down the wire." The procedure was successfully completed with a different device. No patient injuries or complications were reported.